Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolate issue. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) incorrect suture cartridge used. (2) incorrect suture cartridge loading. (3) excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Event description:
It was reported that during a mini open rotator cuff repair, the jaw of the smartstitch perfect passer did not close properly not allowing the stitch cartridge to be passed correctly. I was also attached to handle and was loaded with suture but the jaws did not open or close properly. The procedure was successfully completed using a back-up device. A delay of 5-10 minutes were reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.